Event description:
On (B)(6) 2014, dr. (B)(6) performed a procedure (left wrist arthroplasty, endoscopic carpal tunnel release and any indicated procedures. After the operation I went for physical therapy. The first day of my visit the therapist noted the hand was flapping. She called the dr. And let him know her observation. He brought me back in the office and reassured me that everything was okay and explained that the hand will be better further on as it heals and appropriate therapy is given. The first month I suffered from intense sharp pain in that hand. I needed strong pain killers to get me through the first month. The hand was very limited in motion at the area of the wrist. It just flaps and never regained strength. Dr. (B)(6) led me on for 2 years. I came to his office every month for 2 years. He kept telling me of another surgery which he never did. He was very nasty to me at the office and ended up not making anymore appointment for me, so I had to go to seek a new dr. What he did was to pack up his things and relocated without no return address. I then went to dr. (B)(6). On (B)(6) 2017, he performed a left wrist extensive extensor tendon tenolysis, extensor carpi radialis longus transfer, repair of extensor digitorum. All this still did not workout and am still suffering from lots of pain and disability with the hand. I still have the implant in my wrist and suffer a great deal of pain in my hand. I am currently schedule in some near future for dr. (B)(6). He is the hand surgeon who will remove the entire prosthetic. This will be my second corrective surgery to repair the problem. Kinked causing pain. Covid-19 has things on hold for now. FDA safety report ID# (B)(4).